Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed to alarm upstream occlusion' which was reproduced through troubleshooting of the device. The cause was determined to be an out of specification ultrasonic sensor readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed upstream occlusion alarm. There was no patient involvement. No additional information is available.